Event description:
The customer initially requested that the run data file be investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. When the customer realized that the wbc count is within the acceptable range for triple platelet products, they retracted their request for the run data file analysis. There was not a transfusion recipient or pt involved at the time of the residual wbs testing, therefore no pt info is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to the customer initially alleging a device malfunction.

Manufacturer narrative:
(B)(4). Investigation: the measured wbc count of the product does not qualify as a wbc failure per the current FDA guidelines of 5 x 10^6 for a single platelet product collection. Conclusion: no failure occurred.